Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: bilateral exchange from textured to smooth due to the patient concern with the product.

Event description:
Healthcare professional reported "a bilateral exchange from textured to smooth due to the patient concern with the product." Healthcare professional later reported a right side "ruptured implant". Device has been replaced. Right side.

Event description:
Healthcare professional reported "a bilateral exchange from textured to smooth due to the patient concern with the product." Healthcare professional later reported a right side "ruptured implant". Device has been replaced. Right side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and anxiety¿product/procedure was received on september 16, 2022, catalog number mcghan 280cc. Based on the device analysis grid, the assessments, of the complaint are: rupture: observed, three in anterior side assessed, as surgical damage. Missing shell assessed, as inconclusive. Anxiety product/procedure: unable to observe, since it is a medical event. And is not related to the device. Additional observations: creases are observed. Wear abrasion are observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "a bilateral exchange from textured to smooth, due to the patient concern with the product". Healthcare professional later reported, a right side "ruptured implant". Device has been replaced. Right side.